Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has been using a modified (ungrounded) power module patient cable at home since (B)(6) 2014 due to a suspected short to shield issue. During a clinic visit, the vad coordinator connected the white power lead of the system controller to a grounded patient cable and a pump stop occurred, which may be consistent with a known short to shield condition. An audible and visual red heart alarm was received at the time of the event. The vad coordinator reported that the patient was switched back to his modified patient cable without issue. Two low speed events on (B)(6) 2015 were also noted in the device history. There was no reported adverse patient impact. The manufacturer¿s technical services reviewed the provided log file and confirmed the two reported low speed events while the patient was tethered on the modified patient cable. It was also noted that the file displayed elevated power, low speed and low flow events with momentary pump stops while tethered on the grounded patient cable. The events displayed are indicative of a short to shield percutaneous lead issue. It was mentioned that the customer planned to exchange the system controller(s) and monitor for reoccurrence. Further information was requested but not provided.

Manufacturer narrative:
Based on the manufacturer¿s past experience and similar reported events, the pump stoppages and low speed events that were confirmed through the evaluation of the submitted log file, could be indicative of a potential percutaneous lead issue; however, x-rays of the percutaneous lead were not provided and a driveline evaluation was not scheduled by the customer. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the manufacturers technical support specialist has not received x- rays of the percutaneous lead from the customer. Further additional information was provided by technical services specialist indicating that a driveline evaluation was offered but not scheduled by the customer; there are no plans for a driveline evaluation at this time. Additional information was also provided by the vad coordinator indicating that the patient is listed as status 1a for transplant.

Manufacturer narrative:
The referenced report of the patient using a modified pm patient cable due to a suspected short to shield is covered under medwatch MFR# 0002916596-2014-00735. Approximate age of device - 1 year, 11.5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.